Event description:
Acetabular wear 10yrs post stanmore grower implantation. Patient had an osteosarcoma of the proximal femur operated on approx. 10 years ago. A custom stanmore proximal femoral component was implanted following the resection. Acetabular escape of the femoral implant has now occurred due to superior wear of the bipolar component. Based on the significant amount of bone loss and the patient's hip instability, the patient requires a flanged acetabular implant which is compatible with dual mobility femoral head options, as standard implants cannot be used to reconstruct the defects in the patient's acetabulum.

Manufacturer narrative:
After further review, adverse event reporting for the device in question is being handled by onkos, therefore not reportable by stryker joint replacement. Onkos has been notified and the complaint is being canceled.

Event description:
After further review, adverse event reporting for the device in question is being handled by onkos, therefore not reportable by stryker joint replacement. The complaint is being canceled.